Event description:
It was reported that there was a remote home monitoring alert for high out of range shock impedance measurements for the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). It was noted that shock impedance measurements have risen over time. Boston scientific technical services (ts) as consulted and discussed that it is a single coil lead. So it is not uncommon for the shock impedance to get to the 130 ohm range. Ts suggested fully evaluate the lead when the patient comes in, including performing isometrics and pocket manipulation. If values are within range, then consider out of range impedances of 150 ohms. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.